Manufacturer narrative:
The investigation determined that higher than expected vitros ck-mb quality control results were obtained following the calibration of vitros ck-mb lot 2710 on two vitros 5600 systems. The investigation concluded that the likely cause of the higher than expected qc results was a suboptimal calibration due to improper protocol when preparing the ck-mb calibrators. The customer used 3ml of reagent grade water instead of 1 ml of distilled water as per the instructions for use. Acceptable performance was obtained when calibration was performed using a fresh preparation of calibrator fluids. There was no evidence to suggest the vitros ck-mb reagent or the vitros 5600 systems malfunctioned.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected ck-mb results obtained when processing non-vitros biorad controls after a calibration event on two vitros 5600 integrated systems. J1: biorad level 1, vitros ck-mb result 6.48 ng/ml versus the expected vitros ck-mb result 2.74 ng/ml. J2: biorad level 1, vitros ck-mb result 6.56 ng/ml versus the expected vitros ck-mb result 2.74 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ck-mb results were obtained when processing a control fluid on two vitros 5600 systems after calibration. Patient samples were not processed due to the unacceptable quality control results. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).